Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported edema and unspecified tissue injury cannot be determined. Death, however, appears to be related to edema (patient conditions) and procedural conditions. Death, unspecified tissue injury (tissue damage) and edema are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Event description:
This is being filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issue at a1. A second clip delivery system (cds) was advanced to the medial part o a1p1 however the mr could not be reduced therefore the leaflets were ungrasped and the clip moved to the medial part of a1p1. The clip was implanted and the mr only reduced to 3-4. A clinically significant delay in the procedure was noted. Post procedure the patient suffered an acute edema and died two days later. Leaflet damage was also noted. No additional information was provided.